Manufacturer narrative:
Manufacturer narrative: the reported event of no conductive telemetry was not confirmed. Visual inspection noted helix was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed, including mechanical and electrical testing, found no anomaly contributing to conductive telemetry problem. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Corrected data: d6a and d6b. Should not have been filled in during the initial report submission.

Event description:
It was reported that two separate right ventricular leadless pacemakers (lp) exhibited telemetry loss with the programmer and link during implant. Troubleshooting indicated that the issue may have been related to the position of the lp in the patient's heart, although a malfunction could not be ruled out. The first lp was replaced, and the replacement lp was implanted. Patient was stable